Event description:
It was reported that the device was explanted after implant duration of zero days. In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to severe systolic anterior motion.

Manufacturer narrative:
Further review of the file and subsequent follow up information received revealed that the device was implanted in 2008 and explanted "after few days" due to severe s.a.m. Regurgitation. No additional information is available regarding this event.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information was received. The operative report was requested, however, it was noted that it is unavailable. A device history record review is in process. Device not returned.

Event description:
(B) (4)